Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and performed a full preventative maintenance (pm) service and calibration. The stm tested the external ECG port and observed the equipment was working to factory specifications. The stm was unable to duplicate the reported issue, and with the help of a getinge clinical support specialist, determined the ECG issue was due to an issue on the customer's end. Unrelated to the reported issue, the stm replaced the safety disk due to it being expired. Subsequently, all safety, functionality, and calibration checks were completed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The full name of the event site was shortened due to field character limit; the full name is (B)(6) medical center.

Event description:
It was reported that during use on a patient, the external ECG on the cs300 intra-aortic balloon pump (iabp) was not reading, and the iabp unit had generated a "battery maintenance required" message. There was no patient harm; thus, no adverse event reported.